Event description:
A surgeon reports a patient complained of glare at night, blurred distance vision and difficulty writing on white paper (due to glare) following unilateral intraocular lens implant surgery. A lens exchange was performed less than one month following the initial surgery. While explanting the lens, the surgeon noticed a mark on the optic.

Manufacturer narrative:
Evaluation summary: the returned introcular lens was examined and verified to have signs of handling. The lens optic was scratched. No other damage was observed. The optical resolution was acceptable with a focal length reading equaling an 18.5 diopter. While we were unable to the origin of the damage,our observations reasonably sugguest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.